Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided (customer reference range: 0.7-1.48 ng/dl): sample ID (B)(6). 1st run result 1.58 ng/dl (result generated on (B)(6) 2024 09:48), 2nd run result 1.25 ng/dl (result generated on (B)(6) 2024 10:32), 3rd run result 1.33 ng/dl (result generated on (B)(6) 2024 11:25). The customer released 1.33 ng/dl as valid result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information added in sections. A2 age. A3a sex. B5 the patient is a 66-year-old female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided (customer reference range: 0.7-1.48 ng/dl): sample ID (B)(6). 1st run result 1.58 ng/dl (result generated on (B)(6) 2024 09:48), 2nd run result 1.25 ng/dl (result generated on (B)(6) 2024 10:32), 3rd run result 1.33 ng/dl (result generated on (B)(6) 2024 11:25). The customer released 1.33 ng/dl as valid result. No impact to patient management was reported. Update: the patient is a 66-year-old female.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided (customer reference range: 0.7-1.48 ng/dl): sample ID (B)(6). 1st run result 1.58 ng/dl (result generated on (B)(6) 2024 09:48), 2nd run result 1.25 ng/dl (result generated on (B)(6) 2024 10:32), 3rd run result 1.33 ng/dl (result generated on (B)(6) 2024 11:25). The customer released 1.33 ng/dl as valid result. No impact to patient management was reported. Update: the patient is a 66-year-old female.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot shows elevated complaint activity, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any issues associated with the customer¿s observation. A review of ticket trending did not identify any related trend regarding commonalities for complaint lot number and issue. Retained analysis of architect free t4 reagent was performed. Testing met acceptance criteria and the product is performing as expected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect free t4 assay was identified.